Event description:
The patient underwent a successful total shoulder arthroplasty procedure. At the first post operative clinic visit, the patient reported unilateral swelling in the lower left leg. The surgeon suspected a deep vein thrombosis and referred the patient to the hospital for doppler ultrasound and follow up treatment with vascular surgery or their primary care team for dvt management. It was reported that the surgeon did not relate the event to the device but did relate it to the surgical procedure. The issue was reported as resolved. No other information was provided.

Event description:
The patient underwent a successful total shoulder arthroplasty procedure. At the first post operative clinic visit, the patient reported unilateral swelling in the lower left leg. The surgeon suspected a deep vien thrombosis and referred the patient to the hospital for doppler ultrasound and follow up treatent with vascular surgery or their primary care team for dvt management. It was reported that the surgeon did not relate the event to the device but did relate it to the surgical procedure. The issue was reported as resolved. No other information was provided.

Manufacturer narrative:
The lot number was not provided so a device history record review could not be conduct. The device was not explanted so a physical examination could not be performed. Based on the information provided, the probable cause for the reported event is adverse event related to procedure. The risks of deep vein thrombosis are recognized complications associated with surgical procedures in general and are not unique to the manufacturers devices or shoulder arthroplasty procedures specifically. These events may be influenced by patient specific factors, surgical technique, perioperative management, therapy, patient mobiity and other underlying medical conditions. This is considered inherent risk associated with surgical procedures.